Event description:
Literature: meurette g, la torre m, regenet n, robert-yap j, lehur pa. Value of sacral nerve stimulation in the treatment of severe faecal incontinence: a comparison to the artificial bowel sphincter. Colorectal dis. 2009; 11(6):631-5. Summary: this article presents a study to compare sacral nerve stimulation (sns) to artificial bowel sphincter (abs) implanted in patients to treat severe faecal incontinence in the achieving satisfying functional results and improved quality of life. The study included 27 patients (tested between late 2001 and 2004), 15 were successfully implanted and managed with sns. These patients were compared to 15 matched patients implanted with abs. Reportable event: one patient had the stimulator explanted because of neurological pain in the buttock that was not resolved by any means. The symptoms disappeared after implant removal.